Manufacturer narrative:
(B)(4), lot 16096748 is 10885403240997. The affected product has been received. A follow up report will be submitted with investigation results.

Event description:
Customer reported carboplatin 900 mg/250 ml at 300 ml/hr leaked at the texium on the secondary set where it connected to the smartsite of the primary set during infusion. There is no harm to the patient.

Manufacturer narrative:
The customer¿s report of a texium leak was not confirmed. No damage or anomalies were noted upon inspection. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.